Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -13.0/+2.5/088 (sphere/cylinder/axis) implantable collamer lens, into the patient's left eye (os) on (B)(6) 2018. The surgeon reports low vault and refractive surprise. Reportedly, the lens remains implanted.